Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the following additional information was received on june 11 2019. The reported self-limited hyphemas had no long-term effect and did not require any treatment or intervention. In addition, the reported eye with post-op macular edema was treated with topical nevanac for one (1) month and was reported to have resolved.

Manufacturer narrative:
Mean and mode used. Date of event: publication date used. The devices are not available; therefore, product testing on these actual devices could not be performed. The devices identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema and cystoid macular edema are identified in the labeling as known inherent risks of trabecular micro-bypass stent/cataract procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR # reference: (B)(4).

Event description:
The following was reported through review of an article titled "prospective analysis of istent inject microstent positioning: schlemm's canal dilatation and intraocular pressure correlations". After undergoing cataract plus trabecular micro bypass stent system procedure, a self-limited hyphema was noted in two (2) eyes postoperatively and one (1) eye developed macular edema three (3) weeks after surgery. This is a prospective analysis of trabecular micro bypass stent system positioning with aim to use in vivo optical coherence tomography (oct) analysis of the anatomic and physiological effects of trabecular micro bypass stent system device positioning on the structures of the iridocorneal angle and iop. Additional information is being requested.